Event description:
A surgeon reported intraocular lens (iol) glistenings were observed following bilateral intraocular lens (iol) implant procedures. There are two medical device reports associated with this pt. This report is for the right eye. Additional info has been requested but not received to date.

Manufacturer narrative:
Eval summary: the product was not returned for analysis; the lens remains implanted. Results from the product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints for this lot. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).